Event description:
This event involved a patient who experienced a battery issue two year and three months post implantation. While the patient was connecting the battery to his controller, all gauge leds shut down and the controller alarmed. Battery was replaced and returned to heartware for evaluation. The battery replacement resolved the issue. There was no reported patient injury as a result of the event. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Controller log files revealed a "critical battery" alarm on the date of the reported event. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.